Event description:
A nurse had contacted baxter corporate product surveillance to report that is difficult to remove the end cap from the extension set. The nurse stated that she is unable to pull of the cap, and had to discard some product because of that problem. In one case, the customer stated that she had to pull so hard that the luer lock connector separated from the tubing where it is bonded. There was patient involvement but no injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The samples were not returned for evaluation therefore the problem could not be confirmed and the root cause could not be determined. A batch review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.